Event description:
It was reported that during a single site laparoscopic sigmoid colectomy procedure the device was cleaned and the tissue pad can off. They did not know that the tissue pad had fallen off until they started to use the device. When the surgeon started to use the device a noise was heard and then they noticed that the tissue pad was not on the device. The tissue pad was found on the floor. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.